Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly patient was revised due to broken neck. Additional information: microbiology was tested without result. No previous revisions bfarm case number: (B)(4).